Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one syringe in a 0.3ml 31 gauge 8mm pouch from lot: 9308378. The needle shield and hub have separated from the barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. Plunger cap has been removed but there are no signs of use. No other defects found. Hub separation confirmed. A review of the device history record was completed for batch#: 9308378. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. CAPA#: 1630423 was initiated.

Event description:
It was reported while removing cap with bd insulin syringes with bd ultra-fine¿ needle the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while removing cap with bd insulin syringes with bd ultra-fine¿ needle the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.